Event description:
New information from the user confirmed the patient survived. It has been reported that the philips brand pads that were used with a non-philips defibrillator burned a patient during a patient use event. The patient outcome is unknown.

Event description:
It has been reported that the philips brand pads that were used with a non-philips defibrillator burned a patient during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
Please note, this was not a 5 day report.